Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02103. It was reported that the patient had a fall and therapy was ineffective. Reprogramming did not resolve the issue. As a result, surgery occurred to revise the leads on (B)(6) 2020, which resolved the issue.